Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the insertion into the patient's eye of an intraocular lens (iol), two dark purple/dark blue-black filaments were seen in the eye. Reportedly, the filaments were removed during the irrigation/aspiration (I/a) procedure. No patient injury and no wound enlargement was reported. The lens remains implanted. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 03/14/2018. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed no debris, filaments and particles inside the pcb00 device. A photo of the implanted lens was provided and it was evaluated. The photo showed something that appeared to be filaments on implanted lens. The customer's reported complaint was verified. Based on the photo, it was possible to determine the source of the filaments. Therefore, it could not be determined the cause of the complaint. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.